Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effects of thrombosis and pain is listed in the supera peripheral stent systems instructions for use as potential adverse effects of peripheral percutaneous intervention. A conclusive cause for the reported thrombosis and pain, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the superficial femoral artery. The 5.50 x 150 mm supera stent was implanted without issue however the patient later complained of leg pain. Angiography revealed thrombus within the stent. Thrombus aspiration was performed as treatment. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.